Manufacturer narrative:
Device received with no button response due to moisture damage on electronics assembly. No ramping numbers noted on the display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had buttons on insulin pump was not working only button that was working in the graph. Customer¿s blood glucose was 130 mg/dl. Customer states that numbers was ramping on their own. Customer states the scroll bar was moving with no input. Troubleshooting was performed. Customer stated that the insulin pump was not exposed to a change in altitude. Customer was advised to the insulin pump would need to be replaced and revert to back up plan. The insulin pump will be returned for analysis.